Event description:
Pt's family member called to report that pt's blood glucose levels had been over 300 for the past four hours. Family member believes the pump is not working right. It takes 20 minutes to prime each time and the motor sounds different. Family member said that when family member took the cartridge out of the pump, it had 50 units of insulin in it and 120 units of air.